Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. Attached pictures were reviewed. The pictures show damage on the front and back of the helium adaptor. The reported complaint of "he regulator not able to be reconnected" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service re-port, the issue could not be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No fur-ther action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "while attempting to change the he tank; they removed the regulator piece. After removal, they were unable to get the piece back on the iabp". Additional infomation states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "while attempting to change the he tank, they removed the regulator piece. After removal, they were unable to get the piece back on the iabp". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".